Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for spinal pain reported they fell twice and after their second fall last week, the implantable neurostimulator (ins) stuck way out and moved around. It was further reported following the fall therapy stopped working on the right side resulting in a sudden loss of therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.